Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized. On an unreported date, the patient was treated with injection (inj.) Imipenem 500 milligram(mg) (1st bag and other two bags 250 mg), inj.amikacin 25 mg only in the 1st bag and inj. Heparin 1000 international units in all the three bags. The patient is recovering from peritonitis.